Event description:
Rptr stated he tested and the result was 200 mg/dl. Rptr felt this was too high and immediately retested with a result of 150 mg/dl. Rptr was not experiencing any symptoms. Rptr did not change his medicine. Control solution not available for testing. No allegation of harm.